Event description:
It was reported that the patient experienced tension and pain at the area of the implantable cardioverter defibrillator (ICD) pocket into right leg. The patient received analgesic therapy and the device was repositioned submuscular and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).